Manufacturer narrative:
Additional narrative: additional procode: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tfna procedure on (B)(6) 2022, when the blade was inserted into the nail it became stuck halfway. Staff indicated that the set screw was half deployed inside of the nail before the nail was opened. The nail was removed after 2 hours of surgery, the patient required blood. The defective implant was removed, and a new nail and blade were inserted. There was a surgical delay of 120 minutes, the procedure was completed successfully. This report is for a 6.5mm cancellous bone screw fully threaded/65mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part#: 218.065, synthes lot#: 9827995, supplier lot#: n/a, release to warehouse date: 10 aug 2015, manufactured by: monument, supplier: n/a, no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.